Event description:
N/a.

Manufacturer narrative:
Additional information: event site telephone: (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was observed on the catheter tubing and the inner lumen near the y-fitting approximately 75.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and two leaks were observed on the catheter tubing approximately 53.6cm and 53.8cm from iab tip. The penetrations found in the catheter tubing appear to have been caused by a sharp object. Though we are unable to determine when the penetrations may have occurred, it is likely that they caused the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after approximately 20 hours of intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm. Blood was also found in the tubing. The customer then removed the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).